Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR. Reference report: 1627487-2019-04997. It was reported that the patient is not getting adequate relief. The patient fell the day after the leads were implanted and the leads migrated. Reprogramming was attempted without success. Due to this, the patient may undergo surgical intervention.

Event description:
Manufacturer reference report: 1627487-2019-04997. It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.